Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. Reportedly, the cartridge was filled with 100 units of insulin. The customer added additional insulin to the existing cartridge and was able to complete the fill the tubing. The customer's blood glucose level was 190 mg/dl.